Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was not duplicated. The pump had a damaged/detached downstream occlusion (dso) seal. The device was working normally. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso seal.

Event description:
It was reported that there was a fault with the cassette sensor. There was unknown patient involvement, and unknown signs or symptoms experienced.